Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. The event began on an unknown date. The cause of the issue was due to patient non-compliance with charging. The battery was replaced to resolve the issue. The patient¿s weight at the time of the event was unknown. This information was not confirmed with the physician/account as it was not necessary. Additional information was received from a manufacturer representative (rep) on 2019-apr-22. The rep re-iterated that the patient was non-compliance with recharging and thus required a battery replacement. The explanted components would not be returned because the room staff discarded the explanted battery. No further complications were reported/are anticipated.